Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they saw a power on reset (por) message the day after their most recent implant. The patient was redirected to their healthcare professional (hcp). No patient symptoms or further complications were reported or were expected.